Event description:
It was reported that during a procedure, this right ventricular (rv) lead exhibited lead damage. The physician inspected the lead and noted the rv lead insulation was damaged. The lead was explanted and replaced with a new lead. No additional adverse patient effects were reported. The lead was retained by the hospital.

Event description:
It was reported that during a procedure, this right ventricular (rv) lead exhibited lead damage. The physician inspected the lead and noted the rv lead insulation was damaged. The lead was explanted and replaced with a new lead. No additional adverse patient effects were reported. The lead was later received for analysis.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection of this lead confirmed insulation damage at the distal end of the terminal boot approximately 52mm from the terminal pin. The lead appears to have been curved/bent at this location. Detailed testing of the damaged insulation revealed the insulation in that area had become degraded at an accelerated rate, likely due to the patient's blood chemistry. The reported clinical observations are likely the result of the degradation observed by the laboratory.